Event description:
Info received indicates all of the casters swivel around when in brake, but the caster wheels do not roll.

Manufacturer narrative:
The tech replaced the four casters to repair the bed.